Event description:
The manufacturer received information alleging an issue with a ventilator's lcd screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be cracked. The device's lcd screen was replaced to address the issue.